Event description:
It was reported that the shaft of the endowrist prograsp forceps instrument is splintered. No add'l info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the distal end of the main tube has a few scratch and gouge marks with a small amount of material removed. There are at least four to five distinct marks within a 1 inch long area with varying degrees of tube damage. Although some of the defects are parallel to the tube axis, the size and spacing between marks is not typical of cannula related tube abrasion. The tube damage was likely caused by instrument collision or some kind of mishandling during cleaning. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warning. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.